Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On 05/31/2024, it was reported that the patient experienced inaccurate cgm values. The patient started to get sick on 05/26/2024 and had high fever up to 41 degrees. On 05/27/2024, she started to self-medicate with antibiotics as she thought she had a sinusitis. The patient started to experience inaccurate readings around 05/27/2024 and fainted various times during the week from 05/27/2024 to 06/02/2024. She stated she would faint quickly and regain consciousness by herself after 2 minutes. When treatment was needed for the fainting, she took sugar. The patient also reported experiencing dizziness and hot flashes. No cgm readings were reported from the times she fainted as she was very tired and was not looking at her display device. The patient followed the self-treatment until the 05/31/2024 when she decided to go to the hospital. The patient was diagnosed with a pneumonia and on the 06/05/2024 and she would be provided with new information, but no specific information was reported. The patient stated she did not know if the fainting was caused by self-treatment, the constant fever, or because of the cgm device. At an unspecified time of the event the cgm was reading 18.0 mmol/l and the blood glucose reading was 8.0 mmol/l. The patient was contacted for more information but could not provide any more details than what had already been reported. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.